Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia and diabetic ketoacidosis along with hospitalization. The blood glucose was 800 mg/dl at the time of the event. Troubleshooting was performed and the customer reported symptoms of feeling sick/unwell, tired/weak. The customer was treated in the hospital with an intravenous insulin infusion. It was unknown if the customer was using the insulin pump within 48 hours, but the customer mentioned that the auto-mode/smartguard feature was active at the time of the high blood glucose event. No further patient complications were reported. The customer will discontinue use of the device. The device will be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with a serial number label fading/peeling. The pump was received without a battery installed. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. A test battery cap locks securely into place. The pump powered up properly after battery installation. The pump passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08710 inches. However, pump error 63 alarm during self test. The pump was monitored for several days, no blank display and unexpected battery power loss noted. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 06/19/2023 to 10/06/2023. There was no data available to verify unexpected alarms/suspends and bolus delivery for the event dates of (B)(6) 2023, (B)(6) 2022, (B)(6) 2022, (B)(6) 2021, and (B)(6) 2020. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event dates of (B)(6) 2023, (B)(6) 2022, (B)(6) 2021, (B)(6) 2021, and (B)(6) 2020 in the formatted history file. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 0. Dailytotalofbasalinsulindelivered = 0. Dailytotalofbolusinsulindelivered = 0. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 75.8. Dailytotalofbasalinsulindelivered = 25.4. Dailytotalofbolusinsulindelivered = 50.4. (B)(6) 2023 08:42:36.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 1.8. Bolusamountdelivered = 1.8. (B)(6) 2023 10:07:32.000 normalbolusdelivered: bolusprogrammingmethod = cl1 food bolus (670 only). Normalbolusamountprogrammed = 6. Bolusamountdelivered = 6. (B)(6) 2023 16:09:16.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 5.3. Bolusamountdelivered = 5.3. (B)(6) 2023 17:55:12.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 3.5. Bolusamountdelivered = 3.5. (B)(6) 2023 20:50:58.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 13.8. Bolusamountdelivered = 13.8. (B)(6) 2023 22:33:38.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 10.2. Bolusamountdelivered = 10.2. (B)(6) 2023 23:54:38.000 normalbolusdelivered: bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 9.8. Bolusamountdelivered = 9.8. In further full review of the pump history/traces on the event date of (B)(6) 2023, there is no unexpected alarms/suspends. Please see below for the daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2023 listed on smartsolve. Dailytotalofallinsulindelivered = 55.55. Dailytotalofbasalinsulindelivered = 18.65. Dailytotalofbolusinsulindelivered = 36.9. (B)(6) 2023 01:17:46.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 6.3. Bolusamountdelivered = 6.3. (B)(6) 2023 04:43:38.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 15.3. Bolusamountdelivered = 15.3. (B)(6) 2023 08:44:02.000 normalbolusdelivered. Bolusprogrammingmethod = bolus wizard. Normalbolusamountprogrammed = 15.3. Bolusamountdelivered = 15.3. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25 alarm, unexpected battery power loss and replace battery alert/replace battery now alarm recorded in the formatted history file on the event dates (B)(6) 2023 and (B)(6) 2023. However, low battery alert was recorded and found in the formatted history file on: (B)(6) 2023 17:10:00.000. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2023 17:12:38.000. (B)(6) 2023 23:04:46.000. (B)(6) 2023 23:14:00.000. (B)(6) 2023 11:14:45.000. (B)(6) 2023 11:24:00.000. Pump error 23 alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:15:04.000. (B)(6) 2023 11:25:04.000. Power loss alarm was recorded and found in the formatted history file on: (B)(6) 2023 23:15:29.000. (B)(6) 2023 23:15:40.000. (B)(6) 2023 11:25:18.000. (B)(6) 2023 11:25:29.000. Insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 1:29:55 am. There was no power data available for the date (B)(6) 2023 and event date (B)(6) 2023. Unable to check power data for low battery alert, pump error 23 alarm and power loss alarm. No unexpected low battery alert, pump error 23 alarm and power loss alarm noted during testing. Please see below for pump errors/alarms noted 1 week prior to the event dates (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023 in the formatted history file.  Lost sensor 1 alert (780) was recorded and found in the formatted history file on: (B)(6) 2023 01:37:00.000. (B)(6) 2023 02:38:00.000. (B)(6) 2023 02:48:00.000. (B)(6) 2023 07:48:00.000. (B)(6) 2023 07:58:00.000. (B)(6) 2023 22:38:00.000. (B)(6) 2023 22:38:00.000. Lost sensor 2 alert (781) was recorded and found in the formatted history file on: (B)(6) 2023 02:00:00.000. Sensor expired alert (794) was recorded and found in the formatted history file on: (B)(6) 2023 00:53:19.000. (B)(6) 2023 01:03:00.000. Sg calibration error (776) was recorded and found in the formatted history file on: (B)(6) 2023 10:16:54.000. The pump was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No pump/transmitter communication anomaly noted during testing. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 239 mg/dl properly on the display graph. No lost sensor alarm/lost sensor alert, sensor expired alert, sg calibration error, sensor signal not found, cannot find sensor signal or unexpected sensor errors or anomalies were noted during testing. No pump calibration anomaly noted. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump communicated properly and recorded the 129 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump/bg meter communication errors or anomalies noted during testing. Pump error 63 alarm (variableinfo=03) was recorded and found in the formatted history file on: (B)(6)b2023 12:47:32.000. The keypad overlay was removed to perform visual inspection and found a broken trace on u1 keypad assembly. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. A test case was used and the original pcba 1, pcba 2, internal battery and motor were installed. Powered the pump on using the aa 1.5v battery. The pump was able to navigate the menu and continued self test. The pump passed the self test. No unexpected pump error 63 alarm noted when using the test case. Pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Force sensor zero offset within specification (23.5 mv). The motor was tested outside of the device on the ngp stb3 and passed. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay, a pillowing keypad overlay, a partially broken battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a broken belt clip rails. Cosmetic damage was confirmed at the back (serial number label) of the pump. Unable to confirm battery cap contact missing/damaged due to pump received without the original battery cap. Battery cap contact missing/damaged was unknown. Blank display and unexpected battery power loss were not confirmed. Unable to verify customer alleged for high bgs and dka. The force sensor is within specification and the motor functioning properly. Pump/transmitter communication anomaly (sensor signal not found, cannot find sensor signal and lost sensor alarm) were not confirmed. Pump/bg meter communication anomaly was not confirmed. Pump calibration anomaly was not confirmed. However, pump error 63 alarm (variableinfo = 03) during self test was confirmed due to a broken trace on u1 keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.